Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
While performing preventative maintenance on the device, the customer discovered that the etco2 was non-responsive when the filter line was connected. The device was not in use on a patient.